Event description:
The reporter stated the surgeon used a micl 13.2mm implantable collamer lens. The surgeon was advancing the lens in the injector when he started advancing it to fast/soon. The tip of the cartridge had patient contact, but the lens did not touch the eye. The surgeon decided to use the backup lens, same model and size. There was no patient injury. Reporter stated this event was due to surgeon's error. The lens was discarded.

Manufacturer narrative:
(B)(4): conclusions: (user event caused event). The product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to technical error. (B)(4).